Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the knob is missing, no investigation on this article can be done. After lubrication of the returned items the friction was reduced this is a clear indication that the device was not maintained properly. According to the surgical technique and the existing documents the device needs to be disassembled prior to cleaning and sterilization and lubrication with synthes oil should be done. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the procedure the applicator handle knob could not be turned counter-clockwise although the security-ring was pulled down as required to detach the implant. After turning left and right several times the device worked. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.